Manufacturer narrative:
B3. Date is approximate, year is confirmed valid. See b5 for additional information. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial#: (B)(6), ubd: 04-dec-2024, UDI#: (B)(4), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated they had been having trouble getting their communicator to charge for the last 4 months. The patient stated the light would flash orange or red for a second when plugged into the charging cord, but as soon as they let go of the cord, the light would go off and they couldn't get it to turn green anymore. The patient mentioned that sometimes at night they would prop the wire in there at an angle so the light stayed red, but it was not working correctly. They suspected there was damage to the communicator charging port. The patient confirmed they had the same issue with other charging cords. A request was sent to the repair department to replace the communicator.